Manufacturer narrative:
Initial reporter/physician information was not reported by region due to countries privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that insertion was performed using the axium coil, and after about 3 attempts of reinsertion, a detachment operation was performed using a detacher, but it was not removed. Forcible detachment was performed, but it could not detached. Afterward, it was removed along with the microcatheter. The physician tried to detach the axium coil 2 times with 1 instant detacher. A manual attempt to detach the axium coil was tried twice via hypotube. The axium coil and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured anterior communicating (acom) artery aneurysm with a max diameter of 4mm and a 2mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was weak. Ancillary devices include a sl-10 microcatheter.

Manufacturer narrative:
Product analysis #705823292:equipment used- video inspection system (m-81805), ruler (m-8336), camera (panasonic lumix dmc-zs5) as found condition- the axium prime was returned within a shipping box and within two resealable plastic biohazard pouches. Visual inspection/damage location details: the actuator interface was found loose on the coupler tube, indicative that a detachment was attempted at this location with an instant detacher. The pusher was found broken at the positive load indicator and the break indicator with the three segments retained by the release wire. The coin was found fully retracted out of the lumen stop. The lumen stop was found damaged. The shield coil was found stretched. The coin was found undamaged. The implant coil was already detached and not returned for analysis. Testing/analysis ¿ the coin was measured to be ~0.088mm @ 0.063mm, ~0.099mm @ 0.127mm, and ~0.100mm @ 0.275mm, which is within speci fication (specification: 0.063mm ¿ 0.089mm @ 0.063mm; 0.075mm ¿ 0.105mm @ 0.127mm; and 0.086mm ¿ 0.108 @ 0.275mm). The inner diameter of the lumen stop was measured to be 0.0028¿ which is still within specification (specification: 0.00220¿ ¿ 0.0029¿). Conclusion - based on the customer report and device analysis, the customer report of "non-detachment" could not be confirmed as the implant was already detached and not returned for analysis; however, it cannot be ruled out. The lumen stop was found damaged. It is possible that the damage was caused by the coin being stuck within the lumen stop. The cause of the coin stuck within lumen stop could not be confirmed. The shield coil was found stretched. It is also possible that the shield coil became entangled within the proximal end of the implant coil, causing the implant to not detach properly. Possible causes for coil stretch include, but not limited to, lack of hydration before procedure, continuous flush not performed during procedure (or insufficient continuous flush), tortuous anatomy, coil is not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, or user advances/retracts the coil against resistance. The instant detacher used in the event was not returned. Therefore, any contribution of the instant detacher towards the non-detachment could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.